Event description:
It was reported that plate broke during surgery. The plate was broken during molding. Another plate was available and was implanted to complete the surgery.

Manufacturer narrative:
Investigation in progress but not yet completed.